Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: additional information was received on december 5th 2025, indicating that the event reported under MFR report number 2124215-2025-79049 is a duplicate of this report under MFR report number 2124215-2025-79076. All further information will be provided under MFR report number 2124215-2025-79076.

Event description:
It was reported the patient explanted their device due to infection. The patient went to the emergency room due to cellulitis that occurred as a result of cutting the skin and implanting the device. The patient was prescribed a round of IV antibiotics and was admitted to an outside hospital. There were no additional patient complications.

Event description:
It was reported that patient had a surgical procedure to explant their device due to infection. No further information was reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description. This report is being filed for a correction to field h6. Correction: additional information was received on december 5th 2025, indicating that the event reported under MFR report number 2124215-2025-79049 is a duplicate of this report under MFR report number 2124215-2025-79076. All further information will be provided under MFR report number 2124215-2025-79076.

Event description:
It was reported the patient explanted their device due to infection. The patient went to the emergency room due to cellulitis that occurred as a result of cutting the skin and implanting the device. The patient was prescribed a round of IV antibiotics and was admitted to an outside hospital. There were no additional patient complications.